Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states patient tested 4.7 inr and 2.3 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect strips and replacement was sent.